Event description:
It was reported that patient was experience pain and discomfort at the ipg site. In turn, the ipg was explanted and replaced and the ipg pocket was moved.

Event description:
Additional information received states that patient is doing well postoperatively and pain has resolved.